Event description:
Device issue: none. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip, bleeding continued. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.